Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The pump passed the dat test at 0.08750 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with IV drip, test blood levels and heart monitors. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.